Event description:
Caller alleged discrepant results compared with another point-of-care (poc). Results as follows: date: (B)(6) 2011, iratio2: 6.9, poc: 4.3; 6.1, 4.3. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.